Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of crimped cannula on (B)(6) 2025. The issues occurred with two similar types of infusion sets used for almost three days. The symptoms occurred three or more hours after insertion. The site was patient's abdomen. The blood glucose level of the patient was above high which was treated with correction bolus via pump. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.